Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. After analysis and review, the previously reported conclusion of was updated.

Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot# l53966, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving bupivacaine (20mg/ml at 10.792mg/day) and marcaine (2.5mg/ml at 1.349mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. The alarm was heard on (B)(6) 2015. It was reported that there was a motor stall seen at initial interrogation. The patient did not have an MRI. The motor stall occurred on (B)(6) 2015 at 11:37. The patient was feeling sick, with withdrawal symptoms. The symptoms were gradual and started on (B)(6) 2015. The pump was removed and replaced as the motor stall could not be recovered. The cause of the motor stall had not been determined. It was reported that as of (B)(6) 2015, the patient was doing well with no more withdrawal symptoms.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that no rotor study was performed. The patient recovered without sequelae

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.